Manufacturer narrative:
Medtronic investigation of returned suspect x-ray relay boards was unable to confirm the reported cause. First standalone/x-ray relay pcb passed bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds are functioning as normal and fans are operating correctly. Relay failed bench testing. Short found between pins 1 and 2 but was not determined to be the cause of the reported issue. Second standalone pcb passed bench tested, 15 vdc present at tp 7, 113 vac present at tp 24, all l.e.ds are functioning as normal and fans are operating correctly. The relay passed bench testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the x-ray relay shorted on the output side. A resistance of 2 ohms was measured with the machine off and relay disconnected. The replacement relay was inspected and its output was found to be at 275 ohms not ol. A third relay was tested and provided ol on output side, this relay was installed. After replacement system passed all tests. The damaged relay has been returned to the manufacturer for evaluation, although analysis is not yet complete. An electrical failure mode was confirmed on-site, with a root cause being a shorted x-ray relay. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not fully boot up. It was reported that the x-ray generator scroll bars would not complete. This was discovered apart from any patient involvement. No additional details were provided.